Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolant leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d1. Upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.